Manufacturer narrative:
Investigation summary : during visual evaluation, no apparent damage or visual anomalies were observed on the returned device. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/or reoperation: unknown. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with two 250cc mentor memorygel breast implant prostheses and underwent bilateral explantation on (B)(6) 2018. The devices were received by the mentor failure analysis lab on (B)(6) 2020. The devices could not be associated with an existing complaint. Very little information was received for this complaint, and it is currently unknown why the patient decided to undergo explantation. Follow-up is still in progress. If additional information is received in the future, a supplemental report will be submitted. This report is for the left-sided prosthesis.